Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol bard flat mesh (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventrio st device. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device #1). On (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. The patient had subsequent surgical intervention due to the hernia mesh device. The patient is only making a claim for an adverse patient outcome against the bard flat mesh.